Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: date estimated as 01/01/2025.

Event description:
It was reported that the pressurewire x wireless guide wire was noted to have a defective tip and got stuck. Another pressurewire x wireless was used to complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink was able to be confirmed; however, the reported difficulty to remove was not able to be confirmed due to the operational context of the reported issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and deformation due to compressive stress appear to be related to circumstances of the procedure. The guidewire was bent and kinked in several locations, which is consistent with the reported damage (bent/kinked distal tip) and with causing difficulty during removal. In this case, it is likely that the guidewire damage was caused by excessive tip shaping or use techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.